Event description:
It was reported that the patient complained of a sense of heat/warmth from the device. She further reported getting "zapped several times since implant" and felt electrical shock through her whole body but most noticeably over the device area. When the rep put the programmer over the device, the patient felt the zapping sensation also, but it did not show up on the report. The patient also reported that she was "having burning in the chest and a burning feeling around the defibrillator". She said she felt like she was being zapped around the device, but said it was not a shock. She said, anytime she got near a battery-operated device, she got shocked and said the ICD was broken and needed to be replaced, but it was checked numerous times and nothing wrong was found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.

Event description:
It was reported that the patient complained of a sense of heat/warmth from the device in the past three months. The patient further reported getting "zapped several times since implant" and felt electrical shock through her whole body but most noticeably over the device area. When the rep put the programmer over the device the patient felt the zapping sensation also, but it did not show up on the report. The patient also reported that she was "having burning in the chest and a burning feeling around the defibrillator". The patient also said she felt like she was being zapped around the device, but patient said it was not a shock. The patient further reported that anytime she got near a battery-operated device, she got shocked. The patient further reported that the ICD was broken and needed to be replaced, but it was checked numerous times and nothing wrong was found. The device was explanted and replaced. No further patient complications were reported as a result of this event.